Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft4 ii assay result for 1 patient sample tested on a cobas 8000 e 602 module. The initial ft4 ii result was 0.640 pmol/l with a repeat result of 20.05 pmol/l. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot was 288197 with an expiration date of dec-2018. There were multiple "sample short" alarms generated by the analyzer around the time of the event. The customer was using rack adapters. The calibration data provided was acceptable and the qc results on the day of the event were acceptable. Based on the calibration and qc data provided, a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.